Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had difficulties extending the helix on the third reposition. The ra lead exhibited poor pacing thresholds and poor sensing. The helix took approximately forthy five turns to extend. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.